Manufacturer narrative:
"An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy s22 5g (os 14) with mmt-1880 pump (from software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. After a thorough investigation of the application logs we have found that app failed to pair with the pump because tls certificate pinning failed for the sake retrieving host. This, in turn, was caused by a missing discovery request before the user went to the pairing flow, which violates fota app srs item 4197386 document (B)(4), version g. According to the app logs all the necessary conditions described in fota srs item 4197386 were present to perform the discovery request: 1. App launch occurred 2. Wi-fi is on 3. User logged in 4. There was enough time to perform the request (about 30 seconds from the app start). However, a discovery request was not performed which led to using outdated tls certificates for sake retrieving and because of that pairing failed. There is an issue within the app codebase in this case and the appropriate esf 5046720 has already been created. To resolve the issue the next workaround steps were recommended: 1. Tap and hold on the ""updater"" icon. 2. Tap on the ""I"" icon. 3. Tap on the ""force stop"" at the right bottom of the screen. 4. Tap ""open"" at the left bottom of the screen. After performing the workaround steps above the customer will be able to continue with a pairing. Afc code: fa21af software anomaly (defect). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the mobile application was unable to pair with the customer's pump. Troubleshooting was performed and the issue was unable to resolve. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the application. The device will not be returned for analysis.